Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted due to regurgitation. However; the surgeon has disassociated the device from the event. Therefore, this is no longer a reportable event.